Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[(B)(4)]. There was no reported patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of start-up files missing was confirmed, unit failed to complete the boot-up sequence and locked up on error message. On 26-sep-24, pcu was received unboxed and with paperwork. Pcu fails to complete boot-up sequence and goes into missing software fail mode. Was unable to download any of the unit¿s logs due to unit failing to boot-up. Boot-up sequence due to corrupt logic board software or corrupt cf card software. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed pcu logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.